Event description:
On (B)(6) 2025 the user reported that after announcing a meal, the user experienced hyperglycemia with blood glucose (bg) levels reaching 401 mg/dl. The user disconnected from the ilet and administered 15 units of back-up therapy followed by an additional 20 units to reduce bg. At the time of follow-up the bg had decreased to 343 mg/dl with downward trend. No hospitalization occurred, and no long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.